Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a competitor device replacement for normal battery depletion (nbd), the physician encountered right ventricular (rv) lead being stuck in the header. The lead terminal end, conductor and insulation were damaged during the process. The lead was then surgically abandoned and replaced. A new pacemaker was successfully implanted. No adverse patient effects were reported.